Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -15.0/3.0/074 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6)2022, the lens was exchanged for a longer length lens, implanted vertically due to refractive surprise. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).